Event description:
It was reported the ambulance was involved in an accident. There was a power pro cot involved in the accident and the cot reportedly came out of the fastening system. The pt on the cot at the time of the incident reportedly received injuries.